Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is suffering a gradual decline in hearing performance.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, a damage to the active electrode caused by minute device mobility seems likely. Reportedly the patient is doing fine at the moment. The complaint can be re-opened if further relevant information is received.

Event description:
The patient is suffering a gradual decline in hearing performance. In situ measurements taken on (B)(6) 2015, showed 4 channels (4, 9, 11 and 12) with high impedance status. No head injuries or illnesses have been reported. Measurements taken on (B)(6) 2015 show 5 channels (4, 5, 9, 11 and 12) with high impedance status. Also raised impedances have been seen on channels 7 and 8. Device assessment performed on october 7th, 2015 showed similar results as at previous appointment. The affected channels were disabled and re-programming was performed. The patient was happy with sound quality. Clinic will monitor the patient. If further loss of channels and sound quality/performance is observed, a re-implantation will be considered. As per the information received on (B)(6) 2016, the electrode 5 was reactivated but no change in sound quality was observed. Patient remains happy with his current mapping and will be reviewed by the clinic periodically.